Event description:
The pt presented with a right internal iliac artery aneurysm. Access was gained on the right side and a 12 fr cook introducer sheath placed. A stiff terumo guide wire was introduced into the internal iliac artery without any incident despite the sharp angle (external to internal iliac arteries). A 13x10 viabahn device was advanced, but would not go deep enough into the internal iliac artery. Thus, the device was pulled back a bit, which caused the device to become stuck on the branch of the vessel and it opened up a little bit on the proximal end. The physician was unable to pull the device back into the sheath. The sheath and viabahn device were surgically removed. The pt tolerated the procedure well.

Manufacturer narrative:
The device has not been returned at this time. The investigation into this event is currently in process. A review of the mfg records was conducted. The review of the mfg records verified that the lot was processed normally and all pre-release specifications were met.